Event description:
The customer reported that they had a speaker malfunction. No sound was audible. The device was not used for patient monitoring at the time of the alleged malfunction.

Manufacturer narrative:
H10: during initial inspection/servicing/installation/initial use, the customer found that the intellivue x3 speaker did not work as intended. A replacement intellivue x3 (867030) was sent to the customer and the affected device was requested for evaluation at the philips factory. Approaching 90 days aging of this complaint, the product was not returned to the factory. No additional information regarding the root cause for the reported issue are available as the customer did not make the device available for further investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they had a speaker malfunction, there was no sound was audible. The device was not used for patient monitoring at the time of the alleged malfunction.